Event description:
While performing routine preventative maintenance on the customer's device, physio-control observed that the unit would not deliver defibrillation therapy at 360 joules when selected. He observed that the unit would begin to charge, but then dump the energy. Additionally, when any amount of joules was selected over 10 joules, the device would give an "abnormal energy delivered" message. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio replaced the biphasic pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed biphasic pcb assembly and determined that the cause of the reported issue was a diode, designator cr 7.